Manufacturer narrative:
The case description states that the controller became externally hot and the charger melted. The physical controller was received for investigation. During inspection it was noted that the charge port was damaged. Plastic was removed form the charge port. The device was connected and was able to charge and data could be retrieved. During the investigation and charging of the device the battery did not loose charge or heated up. The controller was able to successfully pair with a pod and pass all insulin delivery tests. The bolus calculator functioned as expected and all boluses were successfully programmed and delivered. The controller was able to switch to automated mode and properly adapt to blood glucose (bg) inputs from a continuous glucose monitor (cgm) emulator. No problems beside the charge port were found with the returned device. Review of the android log files downloaded from the controller found the engineering log files from the date of occurrence were overwritten due to continued use of the system. Review of the available log files found that the battery temperature did not exceed the operating specification during this period. During the investigation the back cover was removed and the fluid indicators were inspected and observed to be unaffected, meaning no fluid did ingress. Exact cause of the observed damage could not be determined. The original origin of the plastic could not be determined. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The cause of the reported event could not be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that whilst charging the op5 personal diabetes manager (pdm), it became hot, and the original charger began to melt. The charging port now looks damaged. The device remains functional; however, a replacement device has been sent.